Manufacturer narrative:
The t:slim x2 g5 user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently set the pump time to am instead of pm. There was no reported adverse impact to customer's blood glucose. Customer changed the setting from am to pm to resolve the issue.